Event description:
It was reported that the patient had a break in aseptic technique during peritoneal dialysis (pd) therapy while using unknown baxter pd disposables, which caused peritonitis. The break in aseptic technique was further described as the patient not wearing a mask. The patient was hospitalized for the peritonitis on the same day. Treatment was not reported. Three days after the hospitalization, the patient was discharged from the hospital and recovered from the peritonitis. No additional information is available.

Manufacturer narrative:
(B)(4). Additional information: initial reporter address: (B)(6). The cause of this peritonitis was use error described as break in aseptic technique. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). It was reported that the breach in aseptic technique was further described as the patient not washing their hands after changing a baby¿s diaper. The treatment for the peritonitis included fortaz (250mg, intraperitoneally (ip) for every day with short dwell, for three weeks) and fortaz (1.5gm, ip every day with long dwell, for three weeks). The patient was retrained on proper aseptic technique. It was reported that the patient recovered from the peritonitis. Should additional relevant information become available, a follow up medwatch will be submitted.